Manufacturer narrative:
Evaluation of the returned cat6 confirmed a fracture and revealed an ovalization on the distal shaft. If the introducer sheath provided with the cat6 is not utilized prior to insertion of the cat6, damage such as this may occur. The reported advancement of the cat6 into a non-penumbra introducer sheath may have contributed to resistance during advancing and likely caused a kink which subsequently worsened to a fracture during manipulation and removal against resistance from the procedure. The non-penumbra introducer sheath mentioned in the complaint was not returned for evaluation. Further evaluation revealed a kink and ovalizations along the length of the cat6. This damage was likely incidental to the reported complaint and may have occurred during packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra introducer sheath. The physician gained ipsilateral access using the introducer sheath. While advancing the cat6 through the introducer sheath, the physician experienced resistance and the cat6 could not be advanced. While removing the cat6, the physician experienced resistance and upon removal, the cat6 was observed fractured. The physician then removed the introducer sheath, and the fractured segment of the cat6 was identified within the sheath. The procedure was completed using a non-penumbra introducer sheath and a non-penumbra peripheral thrombectomy system. There was no report of an adverse effect to the patient.